Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported that event: the product does not start to screw, possible failure in the head of the same. Product information: cod: 254501 (absolute absorbable interference screw). Lot: l187083. There was a surgical delay of a few minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device was received an evaluated. Visual observation under magnification of the reveals that the anchor is not broken and the tip is intact. The external geometry of the screw shows signs of damage confirming this complaint. There are nicks in the threads that could be caused during insertion. It is a possibility the tapping was off angle or excessive force was used while tapping causing the nicks in the threads. Other than this possibility, we cannot discern a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4).